Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported "patient had implant removal and mastopexy. Left implant had been deflated. Explanted textured implant." The device has been explanted.